Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra pacemaker procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 27f and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.